Event description:
#Medwatcher #(B)(4). I had essure placed in either (B)(6) of 2012. Before I had essure placed I was not in any type of pain and I did not have any issues or problems until after I had the device inserted. And now my life is ruined. I suffer from extreme pelvic pain every single day. I have bad migraines pains in my legs. Irregular menstrual cycles. And my lower stomach/abdomen stays cramping. Majority of the time I can't even play or work or enjoy life's activities because I am suffering from severe pelvic pain. The pain in my pelvic area is so crucial it feels like something is twisting and turning and poking me. Then it feels like something is going to fall out of my vaginal area as well. No pain meds will take this pain away. I also get a bad taste in my mouth like I'm eating quarters or something. My stomach is so bloated its embarrassing. But the pain is the worse.